Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (biphasic pulse out of spec) has been confirmed. A review of device download data confirmed that the monitor delivers a pulse below the lower limit. The second half of the pulse waveform rounded, indicating u16 & u18 turning on too slowly on the defibrillator pca. U15 and u17 were also replaced on the defibrillator board as a precaution. The root cause of the components on the defibrillator board being rounded and delivering a lower limit pulse could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor's biphasic pulse was out of spec.